Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected in the chin with and jawline 2 ml of juvéderm® volux¿ and botox®. Patient experienced swelling of the lymph nodes. Unspecified treatment was provided to hasten resolution. Symptom is ongoing.